Event description:
11/10/2024 integrum has been informed that an axor ii i9770 has fallen off the abutment.the patient fell, patient fractured their femur and had surgery. No further information is available yet and the unit has not been received at integrum.

Event description:
10/11/2024: integrum has been informed that an axor ii i9770 has fallen off the abutment. The patient fell, patient fractured their femur and had surgery. No further information is available yet and the unit has not been received at integrum. 11/13/2024: integrum received information that the unit involved in the incident was axor ii i9771, the date of event 10/10/2024, and date of surgery (B)(6) 2024. 11/15/2024: integrum received the axor ii i9771 for investigation. 11/19/2024: technical investigation performed. During the investigation the reported issue could be replicated; the abutment was extracted from the axor. The top spring was tangled and did not work properly. In addition, several components were worn and damaged. The axor ii was very dirty and had marks on clamps showing signs of incorrect donning. It was noted that the clamps were in wrong order. Manufacturing investigation performed; no deviations were found. The clamp sequence and top spring were according to specification when released from integrum. A feedback report will be provided to the customer highlighting the importance of donning the axor ii according to the IFU to ensure a stable connection and prevent damage or wear to the clamps. In addtition, the importance of following the IFU during cleaning and assembly of the axor ii will be communicated to the cpo.